Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistor was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The reported field events of sensing anomaly and low hv lead impedance were believed to be caused by a lead anomaly. The reported field event of inappropriate therapy delivery was not confirmed in the laboratory.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. Noise on rv lead and aborted charges were noted. Alerts for hv lead impedance too low, possible output circuit damage and noise reversions were observed. Insulation anomaly was suspected. Upon interrogation the next day, no capture and no sensing was observed. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.